Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan received a report from a treatment provider that a patient underwent coolsculpting treatments using cooladvantage, coolcore applicator on (B)(6) 2020 to lower abdomen. Paradoxical hyperplasia was diagnosed on (B)(6) 2020 in lower abdomen. Tissue described as enlarged and hyper plastic compared to the pre photos.

Event description:
Allergan received a report from a treatment provider that a patient underwent coolsculpting treatments using cooladvantage, coolcore applicator to lower abdomen and using a cooladvantage, coolcurve+ applicator to the flanks(love handles) on (B)(6) 2020. Paradoxical hyperplasia was diagnosed on (B)(6) 2020 in lower abdomen. Tissue described as enlarged and hyper plastic compared to the pre photos.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan received a report from a treatment provider that a patient underwent coolsculpting treatments using cooladvantage, coolcore applicator on (B)(6) 2020 to lower abdomen. Paradoxical hyperplasia was diagnosed on (B)(6) 2020 in lower abdomen. Tissue described as enlarged and hyper plastic compared to the pre photos.